Manufacturer narrative:
The device is being returned and an investigation is ongoing.

Event description:
This issue relates to an occluder opening twice during surgery without request. The device is being returned and an investigation is ongoing into this problem. Although, there was no patient harm or delay to surgery.this event is deemed reportable by spectrum medical.

Manufacturer narrative:
The device was returned to spectrum medical. During the visual inspection, blood was found inside the module. Blood was also detected on the bobbin housing, preventing the bobbin from being removed as usual. Additionally, blood and debris were found on the lead screw. Blood contamination was identified inside the sap connection as well as within the sensor connection port. Damage was observed on the occluder housing, indicating that it had been cleaned with an abrasive solution, which caused surface deterioration . The occluder was disassembled, and all internal parts and components were inspected. Liquid ingress and contamination were found inside the module. Based on the above findings, the presence of blood and debris caused the module malfunction. The contamination prevented the occluder from completing a full occlusion, as the mechanism was obstructed and unable to achieve full closure. The device was assessed as beyond economical repair. It is recommended to place the unit in a position that prevents any liquid ingress during use. Root cause was determined to be component fault.

Event description:
This issue relates to an occluder opening twice during surgery without request. The device is being returned and an investigation is ongoing into this problem. Although, there was no patient harm or delay to surgery. This event is deemed reportable by spectrum medical.